Event description:
Profound and permanent neurological injuries [nervous system disorder]. Hypocupremia [copper deficiency]. Severe and permanent physical injuries [injury]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Dizziness [dizziness]. Muscle pain [myalgia]. Severe cramping in legs, arms, hands [muscle spasms]. Tingling in feet and legs [paraesthesia]. Numbness in feet and legs [hypoaesthesia]. Burning feet and legs [burning sensation]. Pain in feet and legs [pain in extremity]. Weakness in feet and legs [muscular weakness]. Spasms in feet and legs [muscle spasms]. Case description: an attorney reported that their client, female now (B)(6), used fixodent denture adhesive, version unk cream concurrently with super poligrip original denture adhesive cream, unspecified total daily uses beginning 1972 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage resulting in loss of balance, dizziness, muscle pain, severe cramping in legs, arms, hands, tingling in her feet and legs, numbness in her feet and legs, burning in her feet and legs, pain in her feet and legs, weakness in her feet and legs, and spasms in her feet and legs. Treatment was received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.